Event description:
It was reported that the tips of the loop broke off. It was further reported that the tips did not break off in the patient. A replacement was available for use.

Manufacturer narrative:
A quantity of two units were implicated in this event, please refer to medwatch report number 2936485-2012-00537 for unit number 1. Add'l info will be provided once the investigation has been completed.